Manufacturer narrative:
H3: one device was returned for evaluation. Service history review found no relevant history. The customer issue was confirmed as the device failed pump power on test, when powering on the unit, the soldering pins that connect the power switch to the printed circuit board (pcb) had a visual arch of electricity. Additionally, the device failed visual inspection, charring / burning marks were found on the front side of the pcb, and around the soldering pins of the power switch, along with on the rear side of the pcb where the power switch is located. Visual inspection also found contamination of a white chalklike substance on the soldering joints of the power switch to the pcb, and underneath the side label. The root cause of the issue was the power switch was faulty and there were burns on the pins, was due to the contamination present on and in the power switch, along as on the front side of the pcb where the soldering pins for the power switch. The pcb was replaced and the device passed the electrical warm up test. A performance verification test was also performed. The device passed all testing criteria.

Event description:
It was reported that the power switch was faulty and there were burns on the pins. The power cord and front case of the pump was loose. There was no patient involvement.